Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-28025. Related manufacturer reference number: 2017865-2021-28026. Related manufacturer reference number: 2017865-2021-28028. It was reported that the patient presented with systemic infection of their implantable cardioverter defibrillator (ICD) system. The ICD system was visible through the open wound, where it was noted that there was a lack of healing at the tissue at the incision site and had pulled apart. The entire system including the ICD, right ventricular (rv), right atrial (ra), and left ventricular (lv) leads was successfully explanted on (B)(6) 2021. The patient was recovering after the procedure.